Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. The insulin pump was received with same audio tone when switching from volume 5 to volume 1, pump error 63 was present in the pump trace download and pump error 63 alarmed during self test due to broken trace at u1 pin 6 on keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had sensor updating and change sensor error. The customer¿s blood glucose was 305 mg/dl at the time of incident. The customer decline for troubleshooting. The device will not be returned for analysis.